Event description:
It was reported that during cleaning and sterilization, the customer noted that a broken cable on the pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed a broken grip distal cable. The grip cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment stuck out at wrist. Other cables at wrist were not damaged. Additional observation not reported by site was main tube damage and distal pulley damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. The distal pulley also exhibited visible scratch marks on the pulley's surface. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and/or main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.